Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a sulu containing a full complement of staples. The instrument was applied to the test media with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not fire. In order to complete the case, another device was used. There was no harm caused to the patient. Surgical time was not extended by 30 min or more. The device is expected to be returned for evaluation.